Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they tried to administer insulin three times, but the pump would not allow it. The customer's blood glucose level was 355 mg/dl. The customer states they can input information into the pump, but insulin would not come out. The customer states there were no alarms or alerts present. Troubleshoot was not able to be completed due to customer having hung up the line. The customer would be contacted at a later time.